Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received pump reset instructions, successfully reset pump without recurrence of malfunction code.